Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for 24 hours. The patient reports having redness, a bump and purulent discharge at the pod infusion site. The patient removed the pod. The patient went to a scheduled doctors appointment a week after removing the pod. The patient was prescribed cephalexin (500 mg) to be taken 1 time daily for 7 days. The patient was able to resume treatment with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.